Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned partially cycled with a clip within the jaws; the cycle was completed and one conforming clip was formed. The next fed clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; however, the lockout mechanism was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the reported event of clip malformation and the lockout mechanism failure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. No additional detail about the appearance of the clips was provided. It was unknown on which firing this occurred. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.